Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
Review of the submitted log files revealed low voltage advisory alarms as a result of fluctuations in the relative state of charge (rsoc) values. These fluctuations are consistent with the mobile power unit cables being incorrectly connected to the system controller (white to black, black to white).

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of voltage fluctuations while connected to the mobile power unit (mpu) was confirmed via evaluation of the submitted log file, containing approximately 21 days of data (14dec2021 ¿ 04jan2022 per timestamp). A low voltage advisory alarm was activated on 31dec2021 at 19:05:06, due to the rsoc of both cables dropping below the alarm threshold while connected to the mpu. The white cable was disconnected from the mobile power unit and connected to battery power at 19:07:57. A few seconds later at 19:08:02, the rsoc of the black cable returned to typical values, and the low voltage advisory alarm cleared. The observed atypical alarm did not impact the ability of the pump to operate at the set speed, as the pump maintained a speed above the low speed limit throughout the data. There were no other atypical events observed within the log file. The mpu (serial number: (B)(6)) was not returned for analysis, and the root cause of the reported event was unable to conclusively determined via this analysis. Review of the device history record for the mobile power unit, serial number (B)(6), showed the device was manufactured in accordance with manufacturing and qa specifications. The unit was shipped to the customer on 24feb2017. Heartmate 3 patient handbook section 3, entitled ¿powering the system¿, describes how to properly connect the system controller to the mobile power unit. The user is instructed to always connect the power cables white-to-white and black-to-black. Heartmate 3 patient handbook section 5, entitled ¿alarms and troubleshooting¿, describes all alarms that may occur from the heartmate 3 system controller, including those associated with low voltage conditions. Instructions on how to resolve each alarm are also provided. Heartmate 3 patient handbook section 10 entitled ¿safety checklists¿, provides checklists to assist the patient in performing routine maintenance of heartmate 3 lvad, including inspecting the mobile power unit for damage. The heartmate 3 patient handbook cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Related manufacturer reference number: 2916596-2022-00065.